Event description:
A customer reported to baxter corporate product surveillance of a buretrol set in which a cracked buretrol chamber was detected by a nurse in "peds." There was a delay in having the medication delivered. The set was changed with a new set. There was intravenous fluids being administered to the patient. The manufacturer of the bag was not known. An unknown baxter primary set was used with this setup. There was no patient injury reported and there was no patient information provided by the customer. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is available for an evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.

Manufacturer narrative:
(B)(4). An actual unit was received for an evaluation. During a visual inspection it was observed that there was a crack in the chamber burette. The reported condition was confirmed, the cause of this condition has not been identified.

Manufacturer narrative:
(B)(4). Additional information: this issue is being investigated through a CAPA. Should additional information be received, a follow-up medwatch will be submitted.